Event description:
During bovie suction and cautery of the adenoid pad and obtaining definitive hemostasis, the very tip of the bovie suction unit did flame. The fire was sustained. As soon as it was recognized, the bovie tip was pulled out of the operative field and blown out like a candle. No pt injury incurred and there was no sequela or complications. The procedure was completed without further problem. An uncuffed endotracheal tube was used. No marks were noted on the tube at extubation.